Manufacturer narrative:
After further investigation, it was identified that the device information previously entered could not be confirmed. Therefore, corrections in section d. Are required. Correction in section d. Suspect medical device: d2. Common device name is unknown; d4. Model #, catalog #, lot#, and UDI# are unknown. Patient scans were provided, and a visual inspection was performed on them. The patient scans confirmed that the two my3d personalized pelvic reconstruction non-locking cancellous bone screws were fractured in the patient. The root cause for the non-locking cancellous bone screws fracturing could not be determined for this complaint as additional information regarding the event is not known. It is unknown if the patient endured any trauma. The device was not returned for evaluation. A review of the part work order(s) could not be completed as device information is not known. A review of the patient's medical history revealed that poor bone quality and previous revision surgeries could have potentially contributed to this outcome. However, this could not be determined conclusively. A review of the part work order(s) could not be completed as the device information is not known. The following mdrs were submitted for this event: 3013450937-2023-0236; 3013450937-2023-0237; 3013450937-2023-0237-001.

Event description:
It was reported on (B)(6) 2023, that a patient experienced a fracture of screws which caused a disassociation of the implant from the bone and that a revision surgery was being planned to correct this issue. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2023-0237.